Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), pacing capture was not achieved at high outputs. The device was recaptured and repositioned in the ventricular septum. Three tines were fixed, with a stable impedance and thresholds. After waiting for five minutes, no changes were observed in the electrical data, so the tether was cut and the delivery system was removed. Subsequently, pacing failure was observed on the electrocardiogram (ECG), so measurements were repeated. While no changes were seen in impedance or sensed wave, the threshold had markedly increased. Due to advanced age of the patient, the output was set high, and follow-up observation without retrieval was chosen. The leadless ipg remains in use. No patient complications have been reported as a result of this event.